Event description:
This info was submitted via medwatch report. It was reported the procedure was being performed on a (B)(6) female pt. The nurse practitioner was placing a central line in the pt's left femoral vein. The nurse practitioner had placed the catheter in the position over the guidewire. The nurse practitioner was unable to remove the guidewire from the catheter. It became spring-like and would recoil as it was pulled on as opposed to the expected outcome of it sliding out of the catheter. The wire unraveled but was removed completely from the pt. There was no pt harm or delay in treatment.

Manufacturer narrative:
(B)(4).